Event description:
Customer reports foreign matter was found inside the new syringe. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.